Event description:
It was reported that the iab had been in use for 4 days when blood was observed in the helium tubing. Because of this, the iab was removed and replaced. There were no pt complications.